Event description:
It was reported when using the bd pyxis medstation system, drawer failed. The customer stated that the nurses had access to other devices and the pharmacy could deliver medication in emergencies. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that that issue was caused by drawer failure. A field service engineer resolved the issue after pulled out the drawer and was able to recover medication that had been dropped on top causing the jam also bent the rail hinges back to 90 degrees to reduce the failures. The system functioned as intended after the field service engineer troubleshooted the device.